Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infection at infusion set insertion site on (B)(6) 2024, which resulted in elevated blood glucose (521 mg/dl), therefore patient had received correction injection via multi daily injections (mdi). The infusion set was in use for 2 days. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint 2082581 has been evaluated for the malfunction code no malfunction based on complaint information. The batch 6004624 in question was manufactured at the reynosa site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6004624 was manufactured according to the work instruction (wi) version 26 packaging in the line 2 on 02/dec/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 14/may/2025 against malfunction code no malfunction based on complaint information, harm code infection (requires prescriptive treatment e.g., oral antibiotics) and lot 6003950 and no other complaints have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to malfunction reported, no other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.